Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to an incident of hyperglycemia. The reporter stated, the pt woke up with a blood glucose of 493 mg/dl at 3:20 am, prior to event date. His blood glucose continued to rise to over 500 during the day. He went to the ER at 8:00 pm. Upon admit, the pt's blood glucose was 723 mg/dl, the pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.